Event description:
It was reported that the customer was hospitalized with a high blood glucose of 566 mg/dl and diabetic ketoacidosis. The customer was reportedly not wearing the insulin pump at the time of the emergency room visit. It was also reported that she had been hospitalized on (B)(6) 2014 for hypoglycemia, and on (B)(6) 2014 for diabetic ketoacidosis. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.